Manufacturer narrative:
Corrected data h6 health effect clinical and impact codes updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire system was explanted and replaced. It was discovered that the leads had become fractured due to the ipg flipping in the pocket. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event: date of the event is estimated.

Event description:
Related manufacturer report 3006705815-2021-04021. Related manufacturer report 3006705815-2021-04022. It was reported that patient¿s device flipped in the pocket and high impedance issue was observed on the contacts of the lead. Upon x-ray migration was ruled out. Patient denies any traumas or falls. A surgical intervention is anticipated for the ipg pocket site and lead migration. No additional information is available at this time.